Event description:
It was reported that during hepatic parenchyma resection this device was being used to support coagulation of the parenchyma. After about 15 minutes of use, a partial breakage of the active blade during resection of the liver was observed. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip intact - not broken off as reported, but the tissue pad was melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.